Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained that the meter powered on with incomplete 8's in the results field. The batteries were changed and the meter would not power on. The battery contacts were then cleaned and there was no alleged signs of moisture, debris, or corrosion. The batteries were then reinserted and the meter powered on with set date flash. The customer pressed the m button and meter powered off. The meter then powered back on with 3 letter r's in the results field and beeped. A display check was performed and the customer saw an error and 8. The batteries were then changed and the meter powered on with set date flash. Another display check was performed and all segments appeared. When trying to set the year the customer pressed the set button and noted that there were dashes in between the numbers that look like they are shaking and rolling and then meter powers off.

Manufacturer narrative:
The customer's meter was received for investigation. The optical inspection of the electronics revealed contamination between the conducting rubber and printed circuit board due to residues of fluid ingress (e.g. Cleaning solution). The residues on the conducting rubber disturb the communication to the display. The root cause of the malfunction is the result of a user error.